Manufacturer narrative:
Product passed all functional testing. Gas cylinder should not be changed during operation of insufflator as a 2nd gas source should have been hooked up prior to surgery. This was a result of improper use. (B)(4).

Event description:
A male nursing auxilary was attempting to change the gas cylinder on an insufflator during a laparoscopic cholecystectomy. When he did so, there appeared to be a build up for pressure in the line which released when the valve was removed and expelled onto the auxilary's left hand. The auxilary was taken to a & e and was diagnosed with a very mild gasburn. No treatment required.